Event description:
Catheter inserted at l2-3 interspace. The catheter was threaded and, while being repositioned, it sheared. Surgical removal of the foreign object from the epidural space was not performed.